Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and no indication was found of any product clinical performance issues that would be expected to result or contribute to customer complaints. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor. The customer experienced unspecified symptoms of hypoglycemia, and was reportedly unable to self-treat. The customer was treated with oral glucose by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor. The customer experienced unspecified symptoms of hypoglycemia, and was reportedly unable to self-treat. The customer was treated with oral glucose by a third-party. There was no report of death or permanent injury associated with this event.